Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the stocker centrifugal pump system with tubing clamp. The incident occured in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up will be sent when the investigation is complete.

Event description:
Sorin group received a report that the centrifugal pump system displayed negative flows during priming causing the erc tubing clamp to remain closed. There was no pt involvement.